Event description:
I am a pacemaker patient. My first/original pacemaker was inserted (B)(6) 2020. I only had it almost 3 years. Then, I started feeling poorly on monday, (B)(6) 2023. I was tired, my heart was palpitating, dizziness, lightheadedness, slight chest discomfort, shortness of breath, slow & fast heart rate, twitching of muscles at the pacemaker site, nausea from the dizziness, felt like I was dying. So, the next day, I called my cardiologist to have my pacemaker device checked on thursday, (B)(6) 2023. The device people tried to interrogate my pacemaker and was getting an error reading on the computer. The device guy got on the phone with the st.jude-abbott manufacturers in california. After a while, they finally got my pace maker back at 60bpm because my heartrate had been fluctuating. I was okay the next day even though I was severely fatigued. Saturday, I started feeling the palpitations again and all the above symptoms. I knew something was wrong and that I needed to go to the emergency room. I got there around 1am on saturday. (B)(6) they checked me out, did a EKG, etc. And was concerned about my heartrate going down lower than 43bpm. I was admitted to the hospital a few hours later. On sunday afternoon, they determined the pacemaker had malfunctioned but my leads were still good. I was scheduled to get a new pacemaker on monday at 3pm. I did receive a new pacemaker. My original device was manufactured by st.jude-abbott laboratories. Dual lead chamber pacemaker model#pm2272, serial# (B)(4), implant date- (B)(6) 2020. My cardiologist did a good job implanting the pacemaker both times. A st. Jude-abbott representative was at my surgery and took the defective device with them. This incident has left me devastated. I didn't expect to have to get a new pacemaker. I thought it just needed to be regulated or something. I have suffered from anxiety, depression and physical pain and mental anguish from this defective pacemaker. EKG and other heart tests are at the hospital with my records.